Event description:
The pump was returned for investigation. Investigation revealed an internal clock battery malfunction and a dim, pink display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box history revealed a power reset event (B)(6) 2013, 12:22. The pump was observed to have not been reset to the correct time to verify. The time and date were accurately set at start of the investigation. The pump rewind, load, and prime steps were performed with no alarms. The pump was exercised for (B)(4) hours on a 1 unit per hour basal rate. The battery was removed for (B)(4) hours, reinserted, and the pump time and date were observed to have reset to the default settings. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. The pump booted to the verify screen. The display screen was observed to be dim with a pink contrast. (B)(6).